Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer stated the esc button was not working properly while he was trying to give himself insulin. Customer's blood glucose level was now 184 mg/dl. Customer had taken a shot with a needle. Customer stated that the pump stopped working randomly. Customer has had the pump since 2010 or 2011. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance required.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.